Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer declined further inquiry, assistance, or follow-up call, and no additional information was obtained.